Manufacturer narrative:
Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided.

Event description:
Consumer alleges his heating pad controller smoked then he unplugged the unit noticing the controller had melted. There was not a report of personal injury or property damage with this incident.